Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed nine clips as intended. No formation issues on these clips. In addition, the device ejected four clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips were malformed on the vessel. Same like device used to complete the case. No patient consequences were reported. This is all the information that was provided.